Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the suction irrigator's tip broke off while inside the patient. The broken piece was retrieved during the same procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer related complaint. Fa found the primary finding of dislodged distal tip to be related to the customer reported complaint. The instrument was found to have a dislodged distal tip. There was no missing material. The root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by the site that is related to the primary failure was also identified. The instrument was found to have a broken inner lumen. The broken piece was still attached to the dislodged distal tip of the instrument. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the product associated with this event shows that the suction irrigator instrument was last used on (B)(6) 2022 on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product. The alleged event occurred with 0 uses remaining on the instrument. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the suction irrigator broke and the tip fell inside the patient during a da vinci assisted procedure. The piece was retrieved during the same procedure with no patient injury.